Manufacturer narrative:
The device packaging was returned on 06/16/2016. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(64 . The reported event is considered confirmed from the received package and hair. The product was returned and the examination confirmed contamination. Device history record  (DHR) was reviewed and no discrepancies were found. Implant compatibility is not applicable. Review of the complaint history determined that no further action is required. A definitive root cause for this issue can be attributed to human factors issue. A review of the visual inspection suggests this event to be an isolated occurrence. No corrective or preventative actions have resulted after this investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Further investigation determined the product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported a hair-like form was found inside of the sterile inner packaging. The surgeon used the component.